Manufacturer narrative:
Associated accessory device: brand name: act monitor. Model# com001. Serial# (B)(4). Asset# (B)(4). Act sensor sent to OEM and scrapped.

Event description:
Patients monitor is hot to the touch and he has open wounds where the electrodes are placed.